Event description:
The customer reported that there was an error message and the system was not producing fluoroscopy x-ray. No pt injury was reported.

Manufacturer narrative:
Parts were ordered for self-installation per customer request.